Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Device had cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that he tried to program a bolus and the screen froze; he removed and reinserted the battery and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm and keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.